Event description:
It was reported that the item was removed from rest mod instruments due to wear and tear. No surgery was affected by item. Threaded end has been stripped.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.